Manufacturer narrative:
Faradrive sheath was returned with its native dilator still inserted which resulted in the removal of the dilator to proceed with further analysis. An attempt to evaluate the leak and aspiration performance of the returned device was unsuccessful, as deionized water was observed to leak from the hemostatic valves which compromised the sheath's ability to seal pressure and fluid to assess the device's performance. Inspection of the hemostatic valves found both valves torn by the center slit on the inner face, compromising the valves' ability to seal pressure and fluid within the sheath. The valves were also confirmed to be deformed due to the prolonged insertion of the dilator, which was the main cause of the failure during preparation for leak performance testing. These defects resulted in the failure to seal pressure and fluid within the sheath.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared as usual. After insertion into patient, it was noted that the ventil was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared as usual. After insertion into patient, it was noted that the ventil was leaking. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.